Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens. Dimensionals inspection found lens was within specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -11.50/+0.50/x094. Device evaluated by manufacturer? No- lens not returned. (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed no similar complaints within the work order. Conclusions code(s): no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+0.5/x094 diopter in patient's right eye (od) on (B)(6) 2015. Excessive vault with elevated intraocular pressure was noted. The icl was explanted on (B)(6) 2015. No other lens was implanted.